Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was overheating. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. An attempt to pair transmitter with nordic bluetooth device was performed and passed. The bin file was reviewed, finding error related to overheating. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.